Event description:
It was reported that the right ventricular (rv) lead exhibited insulation damage and high impedance. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 407645 implantable pacing lead, implanted: 2009-(B)(6), product ID p1501dr, implantable pulse generator (ipg) implanted: 2009-(B)(6). (B)(4).